Event description:
On (B) (6) 2010, the pt reported that on (B) (6) 2010 she had elevated blood glucose levels. When her reading reached 520 mg/dl, she noticed a large air bubble in the insulin cartridge of her infusion device. She removed the almost empty cartridge and switched to her backup infusion device. She corrected her readings to her target range of 140 mg/dl with her most recent reading being 139 mg/dl. She said she sees air in the system 1-2 days after changing the cartridge. She stated she does not re-use cartridges. She stated she did not allow the insulin to reach room temperature prior to filling the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for eval.